Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. The issue was confirmed and the ipg was deemed inoperable. Surgical intervention may occur at a later date to address the issue.